Manufacturer narrative:
It is the opinion of the ae assessor that there is no evidence of device failure in this report. Hypoglycemia due to the patient receiving insulin via v-go in addition to taking sulfonylurea glimepiride 4mg/day which is known to make lower bg by increasing insulin release from the beta cells in the pancreas. Details of the accident: patient stated he did eat early around 10:00 am, chicken salad sandwich. Patient got out of work at 2:45 pm to pick up his son at school and said he must have passed out. He was driving on the wrong side of road. Bg approx. 42. He did not check his bg before getting in the car to drive. Patient required help from third party emt to recover from hypoglycemia. He was given glucose gel and recovered promptly and he stated he was fine, he did not go to the hospital.

Event description:
Patient was experiencing low bg while on v-go and not letting his hcp know during the 2 week hcp follow up visit. Patient was in a car accident 2 weeks ago and had low bg according to emt. Patient was not hospitalized. Patient did not eat anything that day. Patient was administering other medication with v-go: unknown sulfonylureas.